Event description:
Customer alleges he received cane without the support collar. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male. The consumer stated that he received the cane from the va and it did not have a support collar. The cane is allegedly wobbly when he attempts to use it. Consumer is to return the cane back to the va for a replacement. No injury. No RMA issued.